Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a caesarean section and suture was used. The needle was detached from the suture easily during use. It was a control release needle. There were no adverse consequences to the patient. No further information is available at this time.

Manufacturer narrative:
Device evaluation summary: representative sample was returned for analysis. The sutures were dispensed without problems and examined along of the strand and no defects were observed. The sample was visually and functionally examined for needle pull strength and they met the requirements.